Manufacturer narrative:
(B)(4). The device was returned with the blade of the device scratches, broken and not returned. The device was assembled to the hand piece and tested with the gen04. The instrument was activated. The hand activation contacts were functional. The instrument was analyzed under the microscope and found evidence of metal to metal contact was seen. Probable causes of blade damage, included damage are external contact with metal to metal during pre-op or general use. Once minor damage occurs, it is likely that an error code screen is displayed on the generator such as ¿error code 5¿. During testing this was not seen due to the location of the brake

Event description:
It was reported that during a lap hepatectomy, an error 5 was displayed soon. The device was once removed from the patient to check and it was confirmed that the device functioned. After a while, an error 5 was displayed again. It was found that the blade was broken off when the device was removed from the patient. It was unclear where the broken piece was. The doctor determined that he would search the missing piece later, and irrigation was performed about 2000cc. Also, a new ace instrument was used to continue the procedure. The patient was x-rayed before closing the incisions, but the missing piece could not be found. Although surgeons checked the drainage of fluid, trocars, gauze, a mayo-stand and the floor, the broken piece was not found. Besides, the patient was x-rayed after closing the abdominal cavity, but it could not be confirmed whether the broken piece was inside the patient. The operation started at 9:00am and the blade was broken off around 9:55am.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.